Event description:
The customer contact reported that the prongs of the device ac power cord were bent. The device was returned to the biomedical dept for a report of, needs a power cord. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility it was noted the ac power cord prongs were bent. No add'l info was provided

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.